Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone the pump was not working and had a blank display. The customer's blood glucose is unknown. The customer's husband was assisted with trouble shooting. The pump will return for analysis.